Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: device history records review was completed for part: 03.010.475, lot: 7719722. Manufacturing location: bettlach, release to warehouse date: jan 30, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. H3, h6: product investigation was completed. The driving cap was received with the distal tip of the device completely broken off from the device where the distal tip begins. The 2 portions of the device were returned. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional analysis was completed and met specifications. Relevant drawings were reviewed. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, while impacting the tibial nail the driving cap broke at the junction of where it screws in, the threaded portion of the driving cap is logged in the threaded portion of the insertion handle. The connecting screw stripped during detachment of the tibial nail, and can no longer be used. No debris was on the field. Broken fragments were removed. It was unknown if there was surgical delay. Procedure outcome and patient status were unknown. Concomitant device: tibial nail (part unknown, lot unknown, quantity 1), insertion handle for suprapatellar (part 03.010.440 , lot unknown, quantity 1).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the driving cap, insertion handle for suprapatellar and cannulated connecting screw broke. It was unknown when the issue was discovered. Patient and procedure involvement was unknown. This complaint involves one (1) devices. This report is 1 of 1 for (B)(4).